Event description:
The establishment representative contacted the technical support team of the manufacturer alleging that a bed was sliding on the floor while brakes were activated. Brakes capacity was affected.